Event description:
It was reported that the implantable cardioverter defibrillator exhibited far r oversensing resulting in inappropriate mode switches. No interventions were performed. There were no patient consequences.